Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Defect was detected; e-7 display. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: rc-002: user induced pcb contamination. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-4 display accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of blurry vision. Medical attention is not reported as a result of the actual blood glucose results or reported symptom. The product is stored according to specification in the living room. During the call a blood test was performed by the customer and produced test results of e-4 using true metrix meter. The test strip lot manufacturer¿s expiration date is 04/25/2021 and open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history.